Event description:
It was reported that the patient required removal of prostheses and revision hip surgery. It was further reported that this procedure was confirmed as necessary following an xray after the patient presented himself to surgeon with hip pain.

Manufacturer narrative:
An event regarding corrosion and disassociation involving an accolade stem was reported. The event of corrosion was confirmed by inspection of the device and event of disassociation was confirmed by clinician review. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2020 which indicated that the devices were examined with the aid of a stereo microscope at magnifications up to 50x. Biological material was observed on the porous surfaces of the implant. Damage consistent with the loss of taper lock was observed on the stem trunnion. The trunnion was examined further using a scanning electron microscope (sem). A material analysis was conducted. The reported concluded that the damage on the returned stem was consistent with loss of taper lock. The eds analysis showed that the stem was consistent with an astm f1813 alloy. The debris observed on the stem trunnion was consistent with an oxide, a corrosion product, biological material, and the stem base. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Dimensional and functional analysis were not performed as the device was received in damaged condition. Clinician review: the available medical records were provided to the consulting clinician for a review which noted that, "the event description states: " ... Patient required revision hip surgery ... Following an x-ray ... With hip pain." Undated, unlabeled x-ray ap pelvis demonstrating bilateral uncemented tha. The left hip has a modular, long stem revision tha reduced. The right hip has an uncemented primary tha with the stem trunnion dislocated and disassociated from the modular head. 1 unlabeled color photo of an explanted, blood-stained femoral stem with superior trunnion erosion noted. 4 unlabeled color photos of blood stained grossly intact acetabular components including a metal head and shell. No clinical or pmh, no operative reports, no dated serial x-rays, no examination of explanted components. While the submitted x-ray appears to confirm the event description, insufficient data is presented to create a medical report for this case." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar event for the reported lot. Conclusion: it was reported that the patient was revised due to pain. A material analysis was conducted for the returned device which concluded that the damage on the returned stem was consistent with loss of taper lock. The eds analysis showed that the stem was consistent with an astm f1813 alloy. The debris observed on the stem trunnion was consistent with an oxide, a corrosion product, biological material, and the stem base. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The event for corrosion was confirmed. The available medical records were provided to the consulting clinician for a review which noted that, the right hip has an uncemented primary tha with the stem trunnion dislocated and disassociated from the modular head. 1 unlabeled color photo of an explanted, blood-stained femoral stem with superior trunnion erosion noted. 4 unlabeled color photos of blood stained grossly intact acetabular components including a metal head and shell. No clinical or pmh, no operative reports, no dated serial x-rays, no examination of explanted components. While the submitted x-ray appears to confirm the event description, insufficient data is presented to create a medical report for this case. The event for disassociation was confirmed. The exact root cause for both event could not be determined as insufficient information is available. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The mitch trh acetabular system components are OEM devices. Stryker orthopaedics is not the legal manufacturer of the mitch devices and does not have reporting responsibilities. However, since this device was used in conjunction with a stryker device, the product information for this device is being referenced in this MDR report - lot fm090561, mitch device mac-9988-5258. Lot fm063640, mitch device mmh-9988-0052.

Event description:
It was reported that the patient required removal of prostheses and revision hip surgery. It was further reported that this procedure was confirmed as necessary following an xray after the patient presented himself to surgeon with hip pain.